Event description:
It was reported that the customer was experiencing elevated blood glucose levels. The customer's blood glucose was 406 mg/dl. The customer stated that he had been treating himself with insulin pump therapy. Troubleshooting was done. The customer stated that he was unsure if the drive support cap was protruded, loose, sticking or flush. Advised customer to run a manual prime, and the customer stated that insulin did exit the tubing. Advised customer to change the entire infusion set, reservoir, and insulin and then treat per healthcare provider's instructions. The customer stated that the cannula was not bent or occluded.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.